Event description:
Consumer called to report comparing his monitor readings against a lab reading in his doctor's office. Analysis run on consensus error grid using lab reading (48) as reference point vs. Bd readings (94) yielded data points in the c range of the grid, outside of acceptable limits.